Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no hardware failures were present. A field service engineer (fse) verified with the customer that all drawers had been disconnected the previous day. The fse inspected the back of the station and found a medication spill near drawer 6, which was a matrix drawer. The spill was cleaned, and all pyxisbus connections for the drawers were reseated by fse to resolve the issue. Upon reboot, all drawers were successfully reconnected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on the bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.